Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported event of an rf communication anomaly could not be reproduced in the lab. Bench and ate tests were performed and the device was found to be normal. The cause of the field event remains undetermined.

Event description:
It was reported that prior to implant, the rf telemetry would work intermittently. This device was not used.